Event description:
According to the info received, the patient has received catheters without eyelets. Per patient report, he will insert the catheter without inspecting for eyelets. The patient has a spinal cord injury with no sensation. He will continue to advance the catheter in until there is urine flow. Per report, this has led to overadvancement of the catheter and damage to the bladder. Per report, the patient wen to the emergency room and was treated by placing a foley catheter and discontinuing the use of intermittent catheters until the tissue had healed.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing. Coloplast is precluded from the commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.